Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was taking much longer to charge the ins since (B)(6) 2017. The ins allegedly never gets full even when charging for 2-3 hours. It was noted the patient does not move around while charging and tries to maintain 6-8 coupling bars. The ins was currently between 0% and 25% charged. It was also noted the recharging equipment seemed to be functioning as intended. No medical symptoms were reported.